Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pen had leadscrew anomaly. The customer stated the screw is no longer moving forward when a dose is dialed. This happens when the screw is about half way up. The customer stated the screw rewinds when they dial a dose. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.